Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, however, was not able to confirm the reported issue. The cse completed a six month preventative maintenance which included installing a battery pack. The device passed all calibrations, short self test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.

Event description:
Covidien received info of ventilator with a blank lower display. The malfunction did not occur during pt use.